Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature guides on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014, due to allegations of pain and incorrect position of knee components.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.